Event description:
Complainant alleged that while attempting to defibrillate a 64-year-old male patient, the device failed to discharge using these external handles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed in the device log. Review of the device log showed the user hits the paddle shock button before pressing the charge button to deliver energy. The device was put through extensive testing including bench handling, impedance testing, and stress testing without duplicating the report. The device was able to deliver enery using the customer's returned paddles without any errors. An external inspection of the multifunction cable connector and paddles found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.